Event description:
Previous emdr reported rupture. Upon receiving device information, it was noted that the device is non-PMA approved. Hence the previously reported rupture is being unreported.

Manufacturer narrative:
Previous emdr reported rupture. Upon receiving device information, it was noted that the device is non-PMA approved. Hence the previously reported rupture is being unreported.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted and replaced and it is unknown if the device will be returned.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.